Event description:
It was reported that during a prolapse grade 3 procedure, the instrument cut, but no staples in it. Sutured manually. The procedure was prolonged 3 hours. Colostomy was performed after 72 hours, severe infection.

Manufacturer narrative:
Info anticipated, but unavailable at this time.